Manufacturer narrative:
The event was reported via medwatch report #mw5067957. Manufacturing review: the device lot number was not provided; therefore, the device history records were not reviewed. Visual inspection & functional/performance evaluation: the device was not returned; therefore, no visual inspection or functional testing of the device was performed. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the device was not returned. Images and medical records were not provided. The investigation was inconclusive for the detached limb. Based upon the available information, the definitive root cause was unknown. Labeling review: the current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately 13 years post deployment of a vena cava filter, guided fluoroscopy demonstrated a detached filter limb embolized in the right ventricle. A snare device was used to capture and retrieve the filter without incident. The snare device was used in an attempt to capture and retrieve the detached limb embolized in the right ventricle; however, the detached limb could not be retrieved. The patient was in stable condition at the conclusion of the filter retrieval procedure. A contrast injection the right ventricle did not demonstrate extravasation at the location of a detached filter limb. Follow-up echo of the heart post filter removal, the echo demonstrated a little fluid in the pericardium; however, the patient was asymptomatic. One day post filter retrieval the patient presented with hemopericardium, the surgeon performed a pericardial window cut down to remove the detached filter limb in the right ventricle, closed the perforation in the right ventricle and removed clot from the pericardium. The patient was reported to be in stable condition at the conclusion the surgical procedure.

Event description:
It was reported that approximately 13 years post deployment of a vena cava filter, guided fluoroscopy demonstrated a detached filter limb embolized in the right ventricle. A snare device was used to capture and retrieve the filter without incident. The snare device was used in an attempt to capture and retrieve the detached limb embolized in the right ventricle; however, the detached limb could not be retrieved. The patient was in stable condition at the conclusion of the filter retrieval procedure. A contrast injection the right ventricle did not demonstrate extravasation at the location of a detached filter limb. Follow-up echo of the heart post filter removal, the echo demonstrated a little fluid in the pericardium; however, the patient was asymptomatic. One day post filter retrieval the patient presented with hemopericardium, the surgeon performed a pericardial window cut down to remove the detached filter limb in the right ventricle, closed the perforation in the right ventricle and removed clot from the pericardium. The patient was reported to be in stable condition at the conclusion the surgical procedure. New information: it was reported through the litigation process that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information: it was reported through the litigation process that the filter detached and the detached strut migrated into right ventricle. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter struts detached and retained in right ventricle. The device was removed percutaneously and the detached strut has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history review (DHR) review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eleven years post filter deployment, CT revealed ivc filter present at the level of l3. Approximately one year later, CT revealed subacute pe within the posterior basal right lower lobe pulmonary artery. Approximately one year later it was noted that the 10 "o'clock" strut of the ivc filter was missing and high attenuation linear opacity at lateral aspect of the right ventricle represents broken strut of ivc filter stable since 2011. Approximately four months later, CT revealed filter fragment in the basal lateral right ventricle and measuring 2.1 cm in length. Subsequently one month later, patient presented for filter retrieval. The filter was then dissected free of the wall of the ivc using endo bronchial forceps in the jaws of life technique and it was removed successfully but the fragment, retrieval was unsuccessful. In addition, 2 "feet" were retained in extravascular location, which was normal for this filter design. Unsuccessful attempt at retrieval of embolized filter arm complicated by right ventricular perforation with pericardial tamponade requiring emergency surgery. Therefore, the investigation is confirmed for filter limb detachment and perforation of the ivc. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number of the device was not provided. The device is not available for return. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately 13 years post deployment of a vena cava filter, guided fluoroscopy demonstrated a detached filter limb embolized in the right ventricle. A snare device was used to capture and retrieve the filter without incident. The snare device was used in an attempt to capture and retrieve the detached limb embolized in the right ventricle; however, the detached limb could not be retrieved. The patient was in stable condition at the conclusion of the filter retrieval procedure. A contrast injection the right ventricle did not demonstrate extravasation at the location of a detached filter limb. Follow-up echo of the heart post filter removal, the echo demonstrated a little fluid in the pericardium; however, the patient was asymptomatic. One day post filter retrieval the patient presented with hemopericardium, the surgeon performed a pericardial window cut down to remove the detached filter limb in the right ventricle, closed the perforation in the right ventricle and removed clot from the pericardium. The patient was reported to be in stable condition at the conclusion the surgical procedure.

Manufacturer narrative:
The event was reported via medwatch report #mw5067957. Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for the detached limb. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques

Event description:
It was reported that approximately 13 years post deployment of a vena cava filter, guided fluoroscopy demonstrated a detached filter limb embolized in the right ventricle. A snare device was used to capture and retrieve the filter without incident. The snare device was used in an attempt to capture and retrieve the detached limb embolized in the right ventricle; however, the detached limb could not be retrieved. The patient was in stable condition at the conclusion of the filter retrieval procedure. A contrast injection the right ventricle did not demonstrate extravasation at the location of a detached filter limb. Follow-up echo of the heart post filter removal, the echo demonstrated a little fluid in the pericardium; however, the patient was asymptomatic. One day post filter retrieval the patient presented with hemopericardium, the surgeon performed a pericardial window cut down to remove the detached filter limb in the right ventricle, closed the perforation in the right ventricle and removed clot from the pericardium. The patient was reported to be in stable condition at the conclusion the surgical procedure.